Event description:
It was reported that a flogard infusion pump did not function. The process step in which this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. Visual inspection and functional testing were performed. During visual inspection and alarm log review, the reported condition was determined to be an alarm 38. The cause of the reported condition was determined to be a damaged right force sensing resistor (fsr). The right fsr was replaced to fix the malfunction. Should additional relevant information become available, a follow-up report will be submitted.